Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Systems check by was performed by tandem technical support and no issues were identified. Customer successfully changed the cartridge and resumed insulin delivery. Customers blood glucose was 228 mg/dl at the time of event.